Manufacturer narrative:
It is unk at this time if the pump has been discarded. If the pump becomes available and an investigation is able to be completed a f/u report will be submitted.

Event description:
It was reported by the pt that followed an acl surgery, the pain pump that had been placed stopped delivering the pain medication due to an alleged blockage in the tubing. The pt was referred to his doctor to have the pump either removed or replaced. It is unk at this time if the pump was replaced with another functioning pump.